Event description:
It was reported that the device had early elective replacement indicator (eri). The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had elevated threshold. The existing lv lead was programmed to get a "satisfactory result" and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 1488tc-52 lead implanted (B)(6) 2002; d314trg ICD implanted (B)(6) 2011. (B)(4).